Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was attempted but not implanted for an unspecified product performance issue. A different lead was successfully implanted and no adverse patient effects were reported.